Event description:
It was reported that the user experienced persistent hyperglycemia after a supply and infusion site change, with cgm readings exceeding 400 mg/dl for approximately two hours and remaining above 200 mg/dl until later correction; the system alerted to high glucose, and subsequent troubleshooting suggested inadequate insulin delivery likely related to infusion site or tubing priming, as a large volume was required before insulin appeared at the cannula. Symptoms included no reported clinical manifestations. Outcomes included user and caregiver interventions, a manual insulin dose while disconnected from the pump per physician guidance, site-only replacement, and eventual return of glucose to range. Investigation included customer service review of glucose trends, guided site change, assessment of infusion delivery and tubing fill, and follow-up monitoring. Investigation of this case revealed suspected infusion site or tubing priming issues consistent with reduced or absent insulin delivery without evidence of device alarm malfunction, and blood glucose normalized after corrective actions. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with infusion site or setup-related delivery issues, with user education and troubleshooting completed. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.